Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Upon arrival, the imaging system was able to power on for the representative. Though the pendant would not progress past the "system initializing please wait." Additionally the detector was not ready as well as a black screen on the pendant. The collimator issue could not be replicated and there were no apparent mechanical issues. There was additionally missing hardware on the system, four screws on the bellows cover. After replacement of numerous components, the imaging system then passed the system checkout and was found to be fully functional. The bellows cover, indicator panel, and the power switching board were not returned to the manufacturer for analysis. The pendant was returned to the manufacturer for analysis. No functional problems were found. Wear was observed on numerous buttons on the imaging system. Although nothing that was a malfunction was related to the reported incident. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system would not start up. Though the viewing station of the imaging system would without fault. The imaging system had battery lights scrolling but the system power light and other leds would not illuminate. Initial troubleshooting was performed by ensuring that the on switch was turned entirely and ensured that no sounds could be heard. This did not resolve the reported issue. As well as multiple reboots. There was no patient present when this issue was identified.